Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one gia 80-3.8 single use reloadable stapler. Visual inspection of the returned product noted a gap between the anvil nose and the anvil. There was visible damage to the anvil. Functionally, the device was able to align and open and close properly. The reload loaded and unloaded without difficulty. The knife blade cut completely and cleanly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Root cause of the damaged anvil is improper closure of the device. When the level handle is unintentionally misaligned by the user and then forced closed it damages the anvil with the lever handle and results in the gap in the anvil nose. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the colectomy procedure, the two halves of the device would not join and lock into place as usual at the hinge pin. No patient injury was reported.